Event description:
It was reported via repair work order that the foot end lift was elevated and would not lower due to a broken coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lift was elevated and would not lower due to a damaged lift coupler, damaged cpu board and damaged power and sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end lift stuck in an elevated position was also due to a damaged cpu board and damaged power and sensor coil cable.